Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "frozen" on the home screen. The customer reset the pump to address the issue and resume insulin therapy. The customer's blood glucose level was 123 mg/dl.